Event description:
It was reported that the customer was hospitalized five times due to hyperglycemia. The customer was hospitalized on (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, and (B)(6) 2010. The reported blood glucose reading was 596 mg/dl at the time of the most recent event. Troubleshooting was performed. The customer stated that the text on the insulin pump is too small for her to read, resulting in the time being on pm when it should have been on am. The customer stated that because the time was incorrect, it caused her basal rates to be delivered at the wrong times, which caused the events. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as not product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.